Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager for the refrigerator had failed at the station. A field service engineer reattached the remote manager box to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the remote manager for the refrigerator failed, which hindered users from accessing medication for a patient. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.